Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, we could not identify the foreign material from provided information. In addition the plastic distal end cover being burned, it is possible that high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip. However, root caused identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope plastic distal end cover was burned. Additionally, the channel tube contained foreign material. There was no patient involvement.